Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: 3708640, serial/lot #: (B)(4), ubd: 15-nov-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that it appeared the patient's extension is damaged again and their implantable neurostimulator (ins) is not sitting where it should. There was sudden loss of therapeutic benefit and out of regulation (oor) on the patient programmer (pp). The ins flips on its side when bending over but the patient is able to reposition it themselves. The ins is getting more loose in the pocket as time goes on. During surgical observation, the ins was separate from the extension wire and the remnant of the extension wire had to be removed from the ins. The extension was replaced on (B)(6) 2020 and the issue was resolved without sequelae.